Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported an anterior capsule tear at the five o'clock position wrapped around to the posterior during a laser assisted cataract surgery procedure. An anterior vitrectomy was performed. The doctor felt that this was laser related.